Event description:
It was reported that at the end of therapeutic endoscopic retrograde cholangio pancreatography ercp procedure in a 80 year old, caucasian, female patient, the lithotriptor handle broke due of the size (30mm stone) and hardness of the stone in common bile duct. The procedure was unable to be completed and the patient was transferred to the hospital in the operating room wherein a emergency surgical procedure was conducted and the stone was able to be removed. The procedure turned out well according to the physician. Reportedly, the stone was a biliary stone. The part of the lithotriptor handle that broke was cranked on the handle. The stone was too strong, when the user put the ratchet on and went to crank, no tension was created. This indicates the basket was still tightening around the stone to crush it. The stone was able to be removed surgically. Follow-up information received that the patient made a full recovery with no adverse effects or complications reported. No pre-existing conditions reported. The patient was discharged.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number-2429304-2024-00259. The report is related to the following linked patient identifier (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that device could not be retracted due to various factors such as the size, hardness, or shape of the calculus. However, the root cause could not be identified. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not use this instrument for a calculus that is assumed impossible to be crushed by a lithotriptor. The pipe or the basket wire may break, and part of this instrument may remain in the body.¿ ¿use this instrument by having the settings to switch to open surgery and the hospitalization plan ready in case the calculus cannot be crushed by lithotriptor bml-110a-1.¿ ¿a lithotriptor cannot always crush all calculi captured in the basket. Operation of this instrument is based on the assumption that open surgery is possible as an emergency measure. If the calculus is too hard, it is possible that the damages shown in chapter 5, ¿emergency treatment¿ may occur. Use the lithotriptor by considering that it may lead to damaging the instrument and that open surgery may have to take place.¿ ¿this instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap etc.). Stop use when any abnormality is detected.¿ ¿during lithotripsy, keep the portion from the coil sheath to the bml handle straight in line with the scope¿s biopsy valve, as much as possible. If not straight, the coil sheath may bend, calculus may not be crushed, and/or the instrument with calculus engaged may not be removed from the body.¿ ¿do not rotate the bml handle knob abruptly. This instrument may break, and/or calculus may not be crushed. Also, the instrument with calculus engaged may not be removed from the body.¿ this supplemental report includes a correction to g2 to provide information that was inadvertently not included the initial medwatch. Olympus will continue to monitor field performance for this device.